Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The mother reported that the user stopped hearing with the device 2 days ago. Reportedly, the user's brother hit his head with a stick a while ago. The user was re-implanted.

Event description:
The mother reported that the user stopped hearing with the device 2 days ago. Reportedly, the user's brother hit his head with a stick a while ago.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to confirm an exact root cause device investigation would be necessary. Re-implantation is considered but no date scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The mother reported that the user stopped hearing with the device 2 days ago. Reportedly, the user's brother hit his head with a stick a while ago.